Manufacturer narrative:
(B)(4) for a second device used in the same case. User facility listed in initial reporter. (B)(4).

Event description:
According to the reporter: occurred during a laparoscopic right hemicolectomy procedure. After completion of third firing for the side-to-side anastomosis with the powered handle, the reload got stuck in the intestinal tract and could not be removed. The surgeon inverted the intestinal tract and confirmed the status. The staples at a distance of one centimeter from the proximal end of the reload remained in the staple pocket. They got stuck with the tissue. Using tweezers, the surgeon removed the staples from the tissue. Oozing and bleeding was found where the staples got entangled. The surgeon decided to resect the anastomosis part and perform the feea again with another device. The surgical time was extended by more than thirty minutes due to the issue. The device was removed from the tissue by force and caused tissue damage. The last known status of the patient is no problem.

Manufacturer narrative:
(B)(4)